Manufacturer narrative:
At the time of this report, the product has not been received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed

Event description:
(B)(6). According to the information received, there was a blocked catheter; no urine was coming through the catheter.